Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error code 13-1064-1232 was confirmed due to a logic board corrupted data. Reflashed s/w 8.5.29.0; also found a cracked old bezel at lower hinge. Damaged door at front and rear case at bottom with fluid ingress. Replaced them new bezel one piece assembly, new door and rear case assembly. A review of the device history record for sn (B)(4) was performed from 03/02/2005 to 09/04/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to a software failure of the logic board. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported alarm - error codes / messages.